Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and motor error for the past week and a half. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump can rewind but the motor sounds as if it is struggling. Troubleshooting also found multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a failed battery test alarm due to a corroded battery tube. Unable to verify the motor error alarm, battery out limit, weak battery alarm or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current and run current tests. The motor passed the motor test. The pump had a cracked case at the display window corners, battery tube threads, minor scratches and a cracked display window.